Event description:
It was reported that the staple handle seems to be cold welded together. There was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-1005 serial/batch number (B)(6) was received for investigation. Functional testing found that the device outer and inner shaft were damaged. The device is not working as intended. Visual evaluation noted that the device shows damage/nicks on the knob, shaft, and jaw. Per dfu-0023 at revision 3 e. Inspection and maintenance. 2. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear. Dull devices may require replacement if they no longer perform as designed. Inspection prior to use should include verifying the cutting ability and sharpness of these points and edges. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.